Event description:
It was reported that during engineering evaluation, it was observed that the motor device had vibration. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device observed that the device had a pin hole in the hose, was power broken and had vibration. It was determined that the device ran in safety and had vibration because the device was power broken. It was also determined that the cause of the device being power broken was failure to follow the directions for use by running the device in the safe or load position. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.